Event description:
It was reported that high capture was observed. Lead remains implanted.

Manufacturer narrative:
Review of quality records.

Event description:
The system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.